Event description:
The c2600 cusa excel 23khz straight handpiece stopped functioning during liver surgery. There was no information provided for the date of the incident, age and gender of the patient. The patient was prepped and under anesthesia when the dysfunction occurred. The problem led to a 30 minute increase in surgery time. The patient was not injured and had a good outcome. A replacement handpiece was available and used.

Manufacturer narrative:
Integra has completed their internal investigation on 04-oct-2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cusa excel handpiece c2600 serial number (B)(4) was returned for failure analysis. The reported failure was confirmed; during investigation it was observed that the transducer was twisted in the handpiece housing due to the handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base' DHR review was completed for c2600 cusa excel handpiece serial number (B)(4), work order (B)(4), manufactured in (B)(6) to identify any recorded anomalies that could be associated to the complaint incident -- date of manufacture: dec-2013. No non-conformance reports were raised during the manufacturing process for this handpiece. A minimum of 12 months¿ review of cusa excel handpieces part number c2600 was completed in trackwise® using the following key words, a total of (B)(4) complaints were reviewed of which 27 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 14th identified cusa excel handpiece c2600 complaint for the reported failure with the root cause identified as over-torqued by the user. Trend has been identified. Conclusion: the customer complaint incident was verified and duplicated and root cause determined: the cause of the handpiece stopped functioning was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. A CAPA has been instigated to investigate and correct failures encountered with customer complaints associated with over-torquing. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. As part of the repair, handpiece housing, nosecone and o-rings were replaced. The handpiece was calibrated and functionally tested within manufacturer¿s specification prior been returned to customer.